Event description:
A customer reported to baxter corporate product surveillance a vialmate reconstitution device in which the solution was leaking out of the vial. The vialmate was attached to a vial of vancomycin and a 250ml dextrose bag (product code 2b0062). The alleged defect was observed during reconstitution. Therefore, there were no reports of patient involvement, patient injury, adverse events, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample was returned to the plant for evaluation. The reported condition of "leaking out of the vial" was not confirmed. Manufacturing processes were reviewed and no abnormalities were found. Therefore, an assignable root cause could not be identified.